Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the tome would not bow. Reportedly, no visible damage was noticed to the device. The procedure was completed with another hydratome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
The investigation results of working length melted. A visual examination of the returned device found that the working length was kinked, twisted and the exposed cutting wire was bent and appeared to have melted/ split the extrusion at the distal pierce hole. Additionally, the exposed cut wire was blackened from use. Analyzing the cutting wire and extrusion at distal pierce hole, it appears that the activated cut wire melted/ split the extrusion, elongating the distal pierce hole to approximately 5 mm. The elongation of the distal pierce hole dimension caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.